Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump and the controller were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated driveline cable met all requirements for release. Log file analysis revealed one (1) electrical fault alarm logged on 01-nov-2021 at 09:35:43 due to an open phase on the front stator, resulting in single stator operation. One (1) high watt alarm was subsequently logged at 09:35:44, likely due to the increased power consumption required to run on a single stator. As a result, the reported electrical fault and high watt alarm events were confirmed. Review of the data log file originally provided by the site revealed an incomplete log file, likely due to an incomplete download. The autologs system reports information based on the data available in the controller log files. It is likely that the incomplete log file affected the ability to generate the autologs report, which was likely perceived as a "corrupted data file." As a result, the reported "corrupted data file" event was confirmed. Visual evidence of the driveline cable provided by the site revealed discoloration of the driveline outer sheath. Of note, it was reported that the driveline discoloration was likely due to the use of chlorine-containing chemicals used to clean the driveline. Review of the provided visual evidence also revealed damage to the driveline cable strain relief, as well as fluid ingress within the strain relief. As a result, the reported driveline discoloration and fluid event was confirmed. Visual evidence of the controller provided by the site revealed contamination on the housing near the driveline connector and power port one (1). This is an additional observation not related to the reported event, likely due to the handling of the device. Additionally, visual evidence revealed scratches on the controller's liquid crystal display (lcd) on the front panel window. The observed damage did not allow clear visibility of the display parameters. As a result, the reported display damage event was confirmed. Based on the risk documentation and the available information, a possible root cause of the electrical fault alarm can be attributed, but not limited, to a marginal driveline connection or contamination by foreign material of the driveline connector. The most likely root cause of the high watt alarm can be attributed to the increased power consumption required to run on a single stator. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported "corrupted data file" event can be attributed to an incomplete log file download, which may be attributed, but not limited, to a usb flash error, a component malfunction within the serial module, a marginal connection between the controller and data cable, and/or a marginal connection between the data cable and monitor. Based on the available information, a possible root cause of the driveline discoloration event can be attributed to exposure to chemicals during the handling of the device. The most likely root cause of the strain relief damage may be attributed, but not limited, to wear and/or the handling of the device, which likely then allowed for fluid ingress. The most likely root cause of the controller display damage can be attributed to wear and/or the handling of the device. Additional products: d4: serial or lot#: (B)(6), h3: yes h6: img code(s): g04034, g04070, g0201402 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04, c07, c15 h6: FDA conclusion code(s): d11, d15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: heartware ventricular assist system ¿controller 2.0, model #: 1420/ catalog #: 1420/ expiration date: 31-dec-2020 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun . Mfg date: 10-dec-2018, labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was at home and got up from a sitting position to a standing position and triggered an "electrical alarm". The patient was admitted to the hospital for controller electrical fault alarm and ventricular assist device (vad) high watt alarm with high power above consumption. It was revealed that the driveline had discoloration to lower aspect and a dark color near the controller along with some fluid in the driveline connector. The vad coordinator removed the driveline (dl) protector and tried to manipulate the dl connection to investigate if any alarm was created when manipulation the dl connection, but the manipulation did not trigger any alarm or any display an "electrical fault". The dl cover was correctly placed and covered the dl connection to the controller. It was also reported that the controller had display damage and the data file was corrupted. The patient has no symptoms or complications, the vad and driveline remain in use, and the controller was exchanged. During the controller exchange the dl was inspected and no signs of any kind of damage, the darker color can be explained by the use of chlorine-containing chemicals used to clean the dl. The reason for the one and single electrical fault event was most likely due to the fact that the patient confirmed while changing batteries, they pulled the dl connection, and hence this could be the reason for partial disconnection. This is the assumption because there's been no other electrical faults since the one and only event. No patient complications have been reported as a result of this event.